Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the electrode adhesive would not detach from the electrode packaging. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; visual examination found that the electrodes had been physically damaged. The CPR sensor had been pulled off of the sternum electrode. The styrene liner had been removed and placed onto the sternum electrode. Due to the condition in which the electrodes were received, we were not able to confirm the customer's report. The electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.